Event description:
A zoll territory manager (tm) called zoll customer support to report that a (B)(6) male patient had passed away at the hospital, while wearing the lifevest. According to the tm, the patient "coded" at 1:00am on (B)(6) 2012. A nurse indicated to the tm that "the system took a long time to alarm." Hospital staff defibrillated the patient several times by using an external defibrillator. According to the doctor, the rhythm at the time of death was pea. The patient passed away in the hospital. There is no evidence to suggest that the monitor or electrode belt were malfunctioning in the field. The monitor and electrode belt functioned as designed. The lifevest did not cause or contribute to the patient death. The death analysis indicates the device was started on (B)(6) 2012. An arrhythmia was declared at 00:27:36 on (B)(6) 2012. ECG recording showed vt at about 134 bpm with varying amplitude. The arrhythmia then degraded to vf in about 23 seconds, on defibrillation shock was recorded at second 36. This is not a lifevest shock, but is likely an external rescue shock by hospital staff. The immediate post-shock rhythm was vt at 115 bpm. Noises were detected on both channels at 00:32:42. A second arrhythmia detection began at 00:34:02 and gel was released at 00:34:27. The flag report indicated a pulse delivery at about 00:34:xx; however, the flags were incomplete. No ECG recording or holter data was available for this detection cycle either. The flags indicated that the heart rate from the device interpretation ranged from 140 bpm to 350 bpm. The device was shut down at xx:xx:xx. The device properly detected sustained ventricular arrhythmia. No treatment was delivered for the first detection because the vt was below the threshold (150 bpm) in the beginning. The pulse rhythm was suspected to be one of the external defibrillations, however it occurred before (13 seconds since onset of vf) the lifevest could have completed the treatment sequence. One treatment was delivered for the second arrhythmia detective. However, because several electrical parts were damaged due to external defibrillation, no ECG data was available for the treatment.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on and was drawing 580ma. Upon removal of the printed circuit boards, it was discovered that following components had electrical damaged (burnt): u201, u1004, esd3, r781, l600, u602, r785, r786, u17, u11. In addition, the q17 igbt was shorted, the monitor's bottom door was removed, and the u201 audio amp was electrically damaged (burnt). Upon further investigation, the monitor's ca board sn (B)(4) was connected to attempt to extract data, however, the u1003, a complex programmable logic device was damaged. The ca board was shipped out to a third party to have the flash components (u102 and u105) removed and placed onto ca board sn (B)(4). The replacement board was powered up and a successful download was completed. The data shows that the device detected vf on (B)(6) 2012 12:34:03am and a 150j completed and synced pulse was delivered at approximately 12:34:39am. The root cause for the damaged components was the external defibrillations that occurred in the hospital while the lifevest was active. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation all therapy electrode gels were deployed. The esd700 was electrically damaged. This damage is consistent with the damage that occurs when an external defibrillator is used with the lifevest still connected. The root cause for the damaged component was the external defibrillations that occurred in the hospital while the lifevest was active. Monitor sn (B)(4), electrode belt sn (B)(4), manufactured 07/2010.